Event description:
During a tonsillectomy (using a megadyne tip with a valleylab handpiece and a valley lab esu generator) a spark from the tip of the bovie cautery was noted. This was immediately recognized and pulled out of the pt's mouth. The small spark/fire went out immediately. The oral cavity was copiously irrigated with saline and there were no noted fire burn damage or smoke to any of the oral or oropharyngeal mucosa, endotracheal tube or mouth retractor. New equipment and bovie cautery were brought to the field. The esu generator was tested x 3 with no events or problems noted.